Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the catheter was bent during the surgery. It was further reported that the surgery was an initial device implant. A new catheter was replaced during that same day. The catheter was never implanted. The issue was resolved at time of report, 2024-apr-12. The patient's status at time of report was alive - no injury. The patient's medical history was asked, but unknown. It was further reported that the cause of the catheter bending and exactly where the bend in the catheter was, was not provided by the reported staff. No further information was reported.